Manufacturer narrative:
On (B)(6) 2016: tandem technical support reviewed pump data and could not confirm fill estimate discrepancies. Customer acknowledged. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fill estimates were inaccurate occurring multiple times. There was no impact to the customer's blood glucose level.